Manufacturer narrative:
Section h3, d4: additional information. Manufacturer's investigation conclusion: the reported event of a pump stop was confirmed through the review of the log file submitted by the account. Based on past experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppage that occurred while the patient was supported by the power module could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient's driveline. The submitted log file contains data from (B)(6) 2019 20:17:52 through (B)(6) 2019 9:03:09 and captured low flow hazards on (B)(6) 2019 while the patient was using the power module. During these events, the pump speed dropped to 0 rpm, indicating a pump stop. The events resolved when the patient switched to battery power. Approximately 18¿ of the driveline was returned. An additional 4.5¿ segment of the silicone jacket was also returned, as well as 2¿ segments of each wire. An electrical continuity test of the returned potion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The outer silicone sleeve and clear bionate layers showed no evidence of damage. Areas of minor breakdown of the metal braided shield were observed along the length of the driveline, which appeared consistent with the duration of use. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of damage to the inner conductors along the length of the driveline. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no additional events have been reported at this time. No further intervention is planned for the patient.

Manufacturer narrative:
Partial product return. Approximate age of device - 3 years, 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad system has a presumed percutaneous lead (driveline) fracture. The system produced a pump stoppage event when tethered to the power module which according to the patient, was the first time this had occurred. The log file was provided to the technical service representative which confirmed 1 pump stoppage event. On (B)(6) 2019, the technical service team performed a percutaneous lead (driveline) replacement approximately 3" inches from the exit site. After the replacement, the system was tethered to a grounded patient cable without issue. The patient performed body movements: standing up, sitting down, crossing arms while tethered on grounded patient cable without issue.